Manufacturer narrative:
The investigation found the calibration and qc recovery were acceptable. There was no indication for a performance issue of the reagent. The alarm trace does not contain a conspicuous event. The field service engineer attached the rinse nozzle tubing as it was loose after maintenance, replaced the sample probe and heat cut filter, performed a cell blank calibration, checked and adjusted the ultrasonic mixer heights, and ran precision testing successfully. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 results for one patient sample with cobas 6000 c501 module. Sample ID (B)(6): the initial result was 0.13 mg/dl. The repeated result was 1.40 mg/dl. It is unclear if the questionable result was reported outside of the laboratory. The reagent lot number was 54943001 with an expiration date of 31-jan-2023.